Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose that ranged from 133 mg/dl to 598 mg/dl. Customer believed that issue was not with insulin pump but with infusion set used and was requesting a different type of infusion set. Customer could not be transferred due to outage.